Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Information received from optometrist. Patient was fit with contact lenses in 2006, but did not return for follow up. The patient continued to wear trial lenses. The patient reportedly went to the hospital approximately 2 weeks later with a red eye and was diagnosed and treated for corneal ulcer. The patient reportedly was treated by the hospital with vigamox drops and pred forte. The patient returned to the original optometrist and presented with a "1.5 mm x 1.5 mm central corneal scar and a reduced acuity of 20/20 -3". The optometrist stated patient was seeking "a corneal transplant." Information from the hospital has been requested and the request is under consideration. Will send follow up report if additional information is obtained.